Event description:
Reporter noted corneal burn occurred during procedure. Felt it was due to handpiece because there was insufficient irrigation and tip got hot. Able to flush handpiece with no blockage noted, but wanted handpiece checked.